Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk ICD implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds. An attempt was made to replace the lv lead; however due to the patient's small branch, a new lead was unable to be advanced. The chronic lv lead remains in use. No patient complications have been reported as a result of this event.